Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ 2 weeks post op') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 7 years. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("loss of energy"), migraine ("migraines"), headache ("headaches"), dyspareunia ("it hurts have intercourse"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), dental restoration failure ("have loss all her fillings in her teeth"), restless legs syndrome ("restless leg syndrome"), colitis ulcerative ("ulcerative colitis"), depression ("depressed"), memory impairment ("memory issues"), rash ("rash"), allergy to metals ("nickel allergy"), paraesthesia ("tingling sensation in arms,legs, feet, hands") and soft tissue haemorrhage ("tissue pulled and caused bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, asthenia, migraine, headache, dyspareunia, fibromyalgia, weight increased, alopecia, dental restoration failure, restless legs syndrome, colitis ulcerative, depression, memory impairment, rash, allergy to metals, paraesthesia and soft tissue haemorrhage outcome was unknown. The reporter considered allergy to metals, alopecia, asthenia, colitis ulcerative, dental restoration failure, depression, dyspareunia, fibromyalgia, headache, memory impairment, migraine, paraesthesia, pelvic pain, rash, restless legs syndrome, soft tissue haemorrhage and weight increased to be related to essure. The reporter commented: mine is six feet under. Concerning the injuries reported in this case, the following ones were reported via social media: ulcerative colitis, soft tissue haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ 2 weeks post op') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 7 years. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("loss of energy"), migraine ("migraines"), headache ("headaches"), dyspareunia ("it hurts have intercourse"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), dental restoration failure ("have loss all her fillings in her teeth"), restless legs syndrome ("restless leg syndrome"), colitis ulcerative ("ulcerative colitis"), depression ("depressed"), memory impairment ("memory issues"), rash ("rash"), allergy to metals ("nickel allergy"), paraesthesia ("tingling sensation in arms, legs, feet, hands") and soft tissue haemorrhage ("tissue pulled and caused bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, asthenia, migraine, headache, dyspareunia, fibromyalgia, weight increased, alopecia, dental restoration failure, restless legs syndrome, colitis ulcerative, depression, memory impairment, rash, allergy to metals, paraesthesia and soft tissue haemorrhage outcome was unknown. The reporter considered allergy to metals, alopecia, asthenia, colitis ulcerative, dental restoration failure, depression, dyspareunia, fibromyalgia, headache, memory impairment, migraine, paraesthesia, pelvic pain, rash, restless legs syndrome, soft tissue haemorrhage and weight increased to be related to essure. The reporter commented: mine is six feet under. Concerning the injuries reported in this case, the following ones were reported via social media: ulcerative colitis, soft tissue haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Case category updated to serious incident. Essure removal done. New event "soft tissue hemorrhage" added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.